Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had decreased from 52% to 13% in approximately two months. The device data was analyzed by boston scientific technical services (ts) and found that power consumption was increasing gradually. Device replacement was recommended within 28 days. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.